Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the quick release while the patient was sleeping and during daily routine activity. The site location was patient's upper abdomen. The pump was stuck in her bra and the infusion had been in use for 2.5 days. The infusions were stored in a closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.